Event description:
Per report, "the nebulizers are not misting".

Manufacturer narrative:
Per report, "the nebulizers are not misting. Used an alternate unit to dispense medicine." There were no report of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.